Manufacturer narrative:
The device was rec'd . Investigation is not complete.

Event description:
User facility mandatory medwatch received that stated: "the patient arrived to the outpatient infusion room for a 500ml therapeutic phlebotomy. A 16 gauge catheter was inserted to the left basilic vein. The catheter was then connected to the vacuum collection tubing. The tubing needle was then inserted into the vacutainer bottle and the tubing was unclamped. The blood was draining into the bottle in a steady stream. The flow decreased to a drip. The torniquet previously placed on the pt's arm was loosened. Immediately, the blood in the tubing backed up to the pt and was making a gurgling noise at the insertion site. The torniquet was reapplied to the patients arm and the blood immediately began to flow back into the bottle. The tubing was then clamped. The pt then stated, "I feel like the air went into my veins. My chest feels like there is a lot of pressure on it." The pt coughed a few dry coughs and was lowered into a reclining position. The pt then stated, "I feel funny, not dizzy, there is just pressure in my chest." The pt was pale, anxious, and slightly diaphoretic. The pt was immediately taken to CT with ER dr present. Technician returned to the room and retrieved the bottle used with about 250ml of blood in the bottle. The bottle was unclamped and the tubing was witnessed by two rns to be under pressure, spurting blood from the tubing to the floor. Typically there is a vacuum effect that would suck the blood, never expel it from the system." Upon further query the following info was provided that indicated adverse event while the device was in use. Prior to the event, it was reported the pt's blood pressure was 130/70mmhg and remained unchanged during the event. The pt was taken to the emergency dept, a CT scan was performed, and the pt was kept for observation. No air embolism was noted. The pt was discharged home that night and went to work the following day. There were no reported adverse pt sequelae. Though requested, no additional info was provided.